Event description:
A pump malfunction was reported by the caller with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no serious or adverse impact. Technical support assisted in resetting the pump, but the malfunction code recurred, leading to the decision to replace the pump. The customer was advised to use an alternate therapy to maintain insulin delivery and was informed about receiving a replacement pump with updated software. Instructions for returning the faulty pump were provided, and the caller was compliant with all directives.